Manufacturer narrative:
This is one event (death) of two events reported for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced an cardiovascular event on b)(6) 2012 and subsequently expired b)(6) 2012 after the use of the product.